Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer's insulin pump had a button error. There were intermittent button responses. The device was not dropped or exposed to moisture. Customer's blood glucose was unk. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.